Event description:
Lap sigmoid colectomy. Plcr60b reload indicated "firing complete", but produced under-formed staples. Upon unloading the reload from the dlu, the metal housing on the back of the reload detached and remained in the dlu. It was removed without incident.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun; no conclusion can be drawn at this time. Manufacturer voluntarily removed product due to design modifications.